Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 10/31/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/31/2014 with the following findings:the display is dim, reddish, and fading. The black box hows no evidence of time and date reset complaint, but when the pump was exercised for 24 hours with no issues, the battery was taken out for six hours and the complaint for time and date reset was duplicated. The pump case was removed and corrosion was found under the internal battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).